Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that a new battery was installed in the insulin pump and it was not functioning. Troubleshooting was performed. The customer stated that the battery was removed for more than 24 hours. The customer stated that the battery was kept in the refrigerator and it was within exp date. Explained to the customer on the moisture and possible damage from moisture. The customer stated that she was hospitalized for fear of not being able to use the insulin pump. No further info was provided.